Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was noted that the unit booted to a white screen and multiple error codes were observed on the external monitor. The micro processing unit was replaced to resolve and the hard drive was reimaged and the software reloaded. It was additionally noted that there was a broken latch tab on the power cord bay, the power supply and system fan were noisy and that it was returned with the incorrect type of stylus. All were replaced to resolve and the stylus was additionally calibrated. (B)(4).

Event description:
The programmer was returned for "repair." Follow-up attempts to obtain additional information were unsuccessful. No patient complications have been reported as a result of this event. It was further reported that both the programmer and the accompanying radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer&#38112;analysis. There was no patient involvement.